Event description:
The customer called technical support (ts) and reported that the device suddenly stopped running while on a patient. The device was in clinical use at the time the reported issue was discovered. When the patient was using the ventilator, the device suddenly stopped running, indicating insufficient oxygen pressure and gave an alarm. The medical staff immediately changed the ventilator to continue treatment. The patient is a 75-year-old, male, with chronic obstructive pulmonary disease and respiratory failure. The customer noted that this issue could have had a possible safety impact on the patient as it may increase the partial pressure of carbon dioxide and aggravate the patient's condition. The clinical details indicated that the event did not cause any actual harm or injury to the patient, but rather potential harm that could occur and increase the partial pressure of carbon dioxide and aggravation of patient's underling medical history. The patient was transitioned to another ventilator with no other medical intervention rendered. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The engineers tested the ventilator and the hospital oxygen supply. It was determined that the reported issue was caused by user error, the oxygen supply concentration set by the hospital was too low, resulting in the ventilator alarm. This issue was found to be a user error. The pse set the appropriate oxygen pressure; the machine did not alarm "insufficient oxygen pressure". The device passed required performance verification tests per philips standards and was returned to normal use.